Event description:
It was reported by the pt's mother that her son has gotten eye infection and corneal scar as a result of using the product. He's been using this for 2-3 yrs, and infection has recurred 3 times. Each time, he went to the dr and took medications including some creams, drops and antibiotics eye infection, which his mother cannot recall their name. She read about infection caused by this product in a news article and decided to call FDA and to report on this product. They have dr appointment on june 4th to go and have discussion over this.